Manufacturer narrative:
The provided qc data was acceptable. The analyzer alarm trace did not contain any conspicuous alarms around the time of the event. The field engineering specialist flushed the extra wash system rinse well and tubing as there was a weak flow and slow dispersing drain. He made a high voltage adjustment. Based on the data that was provided, the cause of the event could not be determined. The investigation did not identify a product problem. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t hs assay(tnt hs) result for 1 patient tested on a cobas 8000 e 602 module. The initial tnt hs result from sample a was 50 ng/l. Sample b had a tnt hs result of < 3 ng/l. The customer retested sample a due to the low result of sample b. Sample a had a repeat tnt hs result of < 3 ng/l. The clinicians, therefore, questioned the high initial tnt hs result. The tnt hs result was 38154700 with an expiration date of 31-mar-2019.